Event description:
It was reported that the pump turned off randomly. There was no adverse impact to the customer¿s blood glucose level. The patient declined transfer to cts, and no further actions were reported regarding the outcome of the event.